Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that when the patient was seen for a follow up visit with the neurologist, that both system and normal mode tests revealed high lead impedance. The physician reported that the last diagnostic test results available were from (B)(6) 2009 where the results were within normal limits. The patient's device was programmed off, and the patient was sent for x-rays to assess the continuity of the system. The x-rays will not be sent to manufacturer for review. The patient was referred to a surgeon so that surgery could be scheduled to replace the device, however, surgery has not been scheduled at this time. There was no report of causal or contributory patient manipulation or trauma to the device site prior to the observation of high lead impedance. The site will notify the manufacturer when surgery is scheduled so that follow up can be done at that time to make attempts to retrieve the explanted device(s).